Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing discomfort at the ipg site. The patient underwent surgical intervention on (B)(6) 2016 to relocate the ipg site from the right buttock to the right flank which resolved the issue.